Event description:
It was reported, the programmer won't boot up. The service disk was ran but still won't boot up. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer won¿t boot up. The programmer stays on a gray screen. (B)(4).